Event description:
Caller reported an issue with the pump's touchscreen becoming unresponsive, preventing interaction. There was no adverse impact to the customer's blood glucose level. Despite attempting to reset the pump, the screen remained unresponsive, so technical support decided to replace the pump. The customer uses mdi as backup therapy and was informed about the pump's warranty and the software update available. Instructions were provided for placing the pump into storage mode, returning it, and setting up the replacement. The replacement pump was sent with a request for signature upon delivery.